Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6) (r754269901, r754269701, r754753801, r754753601, r754956401, r755061601). It was reported that on 12 may 2023, a 29mm portico ng valve was chosen for implant using a large flexnav delivery system. A pre-procedure balloon aortic valvuloplasty weas performed using an 18mm non-abbott balloon in one inflation. Pacing was used during the procedure at 120-140 beats per minute. When the valve was inside the patient but before the valve was deployed, incomplete right bundle branch block occurred. The valve was successfully deployed in one attempt with no re-capture performed. After the valve was released it moved distally, and the final depth of the valve was 12mm from the non-coronary cusp (ncc) and 12mm from the left coronary cusp (lcc). After the procedure, an electrocardiogram (ECG) was performed and confirmed left bundle branch block (lbbb). The patient also experienced hypertension post procedure and it was treated using a glyceryl trinitrate (gtn) patch and prazosin. On (B)(6) 2023, the patient presented with chest pain and a raised troponin level. It was confirmed that the patient had a conduction disorder with pauses and bradycardia. An ECG was performed and showed widening lbbb and first-degree heart block. On (B)(6) 2023, a permanent pacemaker was implanted. On (B)(6) 2023, it was noted that the patient began having multiple episodes of chest discomfort and tachycardia, like due to atrial fibrillation. The decision was made to administer the patient digoxin, metoprolol, and amiodarone. On (B)(6) 2023, began suffering from respiratory failure and was in peri-arrest before being intubated and transferred to the intensive care unit (ICU) due to a blood oxygen saturation of 50%. The patient was extubated the following day and discharged from the ICU on (B)(6) 2023. The cause of the respiratory failure is believed to be from a possible floral acute pulmonary oedema. The patient was reported as recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of left bundle branch block, first-degree heart block, hypertension, tachycardia, bradycardia, respiratory failure the valve migrating after deployment was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm portico ng valve was chosen for implant using a large flexnav delivery system. A pre-procedure balloon aortic valvuloplasty was performed using an 18mm non-abbott balloon in one inflation. Pacing was used during the procedure at 120-140 beats per minute. When the valve was inside the patient but before the valve was deployed, incomplete right bundle branch block occurred. The valve was successfully deployed in one attempt with no re-capture performed. After the valve was released it moved distally, and the final depth of the valve was 12mm from the non-coronary cusp (ncc) and 12mm from the left coronary cusp (lcc). After the procedure, an electrocardiogram (ECG) was performed and confirmed left bundle branch block (lbbb). The patient also experienced hypertension post procedure and it was treated using a glyceryl trinitrate (gtn) patch and prazosin. On (B)(6) 2023, the patient presented with chest pain and a raised troponin level. It was confirmed that the patient had a conduction disorder with pauses and bradycardia. An ECG was performed and showed widening lbbb and first-degree heart block. On (B)(6) 2023, a permanent pacemaker was implanted. On 18 may 2023, it was noted that the patient began having multiple episodes of chest discomfort and tachycardia, like due to atrial fibrillation. The decision was made to administer the patient digoxin, metoprolol, and amiodarone. On (B)(6) 2023, began suffering from respiratory failure and was in peri-arrest before being intubated and transferred to the intensive care unit (ICU) due to a blood oxygen saturation of 50%. Prazocin was reintroduced and a nasogastric tube (ngt) was inserted. The patient was extubated the following day and discharged from the ICU on (B)(6) 2023. The cause of the respiratory failure is believed to be from a possible floral acute pulmonary oedema. The patient was reported as recovering.